Event description:
Customer reported she was receiving no delivery alarms during bolus and prime. Customer stated that issue occurred 5 times. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. Customer removed the infusion set and the cannula was not bent. No air bubbles were found in the reservoir. She was then instructed to reconnect and prime; insulin did exit. She was explained that the site may have been occluded. Blood glucose value was 346 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.